Event description:
Physio-control was inspecting and testing a customer's replaced device. Physio observed that the device had no voice prompts during AED operation. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and determined that root cause for the missing voice prompts was an electrical open in the speaker coil.